Event description:
It was reported that the tablet device showed error message when attempting to interrogate the vns patient's device. The physician noted that the connection between the tablet usb port and usb serial cable was loose. Troubleshooting was performed and determined that the source of the communication issues was the usb serial cable. The suspect serial cable has been returned to the manufacturer where analysis is currently underway.

Event description:
Analysis of the returned tablet was completed on (B)(4) 2015. The cause for the reported allegation is associated with a disconnected wire connection in the returned serial cable. Once the wire was soldered onto the serial cable pcb, no further anomalies were identified.